Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4)

Manufacturer narrative:
Product event summary : subsequently performance data was collected from the device and analyzed. Analysis revealed elective replacement indicator (eri) triggered on 2014-(B)(6).

Event description:
It was reported that the physician suspected the device to have premature elective replacement indicator (eri) because the longevity estimation at the previous follow-up did not match "with the real life." The device was explanted and replaced. No patient complications have been reported as a result of this event.